Event description:
The physicians were treating a male pt who presented with an occlusion in the right middle cerebral artery and the intracranial portion of the right internal carotid artery. The merci retriever x6 was deployed in the region of the right mca bifurcation with no change in the blood flow. The right mca remained occluded. Using identical technique, the retriever x6 was deployed for the second time within the proximal portion of the m2 branch. During withdrawal, it was noted that the device fractured leaving the device within the distal right m1, proximal m2 posterior division branch of the right mca. The physicians made multiple attempts to retrieve the detached tip using snare devices (not manufactured by concentric medical) and another retriever x6 but were unsuccessful because of hard thrombus. Even though the fractured tip remains in the pt, the nurse/tech who was present at the time of the case noted that the device did not make the stroke worse. No pt injury/adverse clinical sequelae occurred that was directly or indirectly related to the retriever x6 tip fraccure or attempts to retrieve the detached distal tip.

Manufacturer narrative:
Although, the device was not returned to concentric medical, angiography films were provided for review by concentric medical. Results of the investigation showed that the fracture appears to have occurred in the helix proximal loops. Since the device was not returned for analysis, we were not able to draw further conclusions. The mfg records for merci retriever x6 device shipped to regions hosp, lot number 31787, were reviewed and no anomalies were found that are related to this complaint.